Event description:
It was reported that the balloon burst and a fragment was left in the patient. A mustang 8.0 x 40, 75cm catheter was being used for dilation of a venous fistula (fav). Following third inflation the balloon burst, without exceeding the nominal inflation pressure. After removing the device, staff noticed that a fragment of the plastic inflation chamber was missing. An echographic control seemed to visualize it in the light of the arteriovenous fistula (afv) but was unable to locate it the next day. It was reported the procedure was completed successfully with no further patient complications.

Manufacturer narrative:
This correction report is being filed with update to section h6: impact code.

Event description:
It was reported that the balloon burst and a fragment was left in the patient. A mustang 8.0 x 40, 75cm catheter was being used for dilation of a venous fistula (fav). Following third inflation the balloon burst, without exceeding the nominal inflation pressure. After removing the device, staff noticed that a fragment of the plastic inflation chamber was missing. An echographic control seemed to visualize it in the light of the arteriovenous fistula (afv) but was unable to locate it the next day. It was reported the procedure was completed successfully with no further patient complications.

Manufacturer narrative:
This correction report is being filed with an update to section h6: device code.

Event description:
It was reported that the balloon burst and a fragment was left in the patient. A mustang 8.0 x 40, 75cm catheter was being used for dilation of a venous fistula (fav). Following third inflation the balloon burst, without exceeding the nominal inflation pressure. After removing the device, staff noticed that a fragment of the plastic inflation chamber was missing. An echographic control seemed to visualize it in the light of the arteriovenous fistula (afv) but was unable to locate it the next day. It was reported the procedure was completed successfully with no further patient complications.